Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No abnormalities were reported with this product during manufacture.

Event description:
It was reported two separate cannulas that had loose pieces of plastic came out of the trocar when used during surgery. The broken pieces were removed from the patient with a grasper. No patient injury or other complications were reported.